Manufacturer narrative:
Evaluation: results: the anchors were exercised between the locked and unlocked position. A lab lead was successfully inserted, locked and retained inside of each anchor. The anchors were then unlocked and the lab lead was removed normally. The anchors functioned as designed. Despite the damage to one of the anchors, the locking mechanisms of both still functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04563, 04564. The pt received two leads with different lot numbers, and two anchors with the same lot number. It was reported the pt had invalid contacts at the first reprogramming appointment. At the next appointment, all of the contacts were invalid, and it was reported the pt's leads were kinked. The physician replaced the pt's leads. It was reported one of the anchors appeared broken during the replacement procedure.